Event description:
Initial info was received from a nurse via valeant sales rep on (B)(6) 2012, who reported on two pts: a pt of unk age and gender received injections of poly-l-lactic acid (sculptra aesthetic; lot# and exp date: unk). Three treatments in mid cheek beginning in (B)(6) 2010. The pt developed significantly visible nodules and papules in mid cheek in buccal area ("preirricular" and also "fucos" marionette line "hul, under lip on both sides). It was aggregated visible and delayed onset of these nodules; no non connective tissue disorder reported; palpable looking and conglomerate, raised, more surface area to these nodules. Treatment included various protocols and reaching out to other plastic facial surgeons. The pt was not recovered at the time of report. Concomitant medications and medical history were not provided. No further relevant medical info reported. This report corresponds to case 2 of 2 (associated case ID is (B)(6)).